Event description:
The customer stated that the battery leaked into the battery compartment. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. No moisture damage on the electronic or motor assembly was noted.